Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The date of event is estimated as (B)(6) 2018. No UDI is being reported because the lot number was not provided. The implant date - estimated as (B)(6) 2018. The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported material deformation (crushed stent). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the distal popliteal artery. On an unknown date, an unspecified below the knee xience prime stent was implanted. On a later date (date unknown), it was observed during a routine follow-up that the stent was crushed. No additional information was provided.